Event description:
The customer also reported that a leak occurred.

Manufacturer narrative:
Gtin/UDI number for item mz1000 china, lot 16098105 is (B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated: "other#". The 510k number provided in section g5 is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests a crack was observed on the mz1000 on the third day of use. No additional info received. From the reported information there are no indications of serious injury to the patient or user as a result of this incident